Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's as changing unexpectedly was unknown. It is possible that the patient's mobility rate needed adjustment. The patient's ins was reoriented and the values were reset for as, and mobility rate was adjusted. The issue has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that about a month ago he started noticing that with his adaptive stimulation (as) programming, he would be walking and all of sudden it would give him a jolt as if it shot the stimulation up really high. The patient stated he would then check his controller and turn down the stimulation slightly, but then he would not be able to feel the stimulation so he would have to increase it back up slightly and then he would feel comfortable again. The patient stated this has only happened when he has been walking and when he lays down, otherwise his ins works great. No further complications were reported. No additional patient symptoms were reported.